Event description:
During the implant attempt of the subject pacemaker, it was impossible to screw the right ventricular lead. During the procedure after tightening, the lead came out from the port by pull test. The lead was reconnected again, however the lead doesn¿t fit into the connector port. A new pacemaker was implanted.

Event description:
During the implant attempt of the subject pacemaker it was impossible to screw the right ventricular lead. During the procedure after tightening, the lead came out from the port by pull test. The lead was reconnected again, however the lead doesn¿t fit into the connector port. A new pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During the implant attempt of the subject pacemaker it was impossible to screw the right ventricular lead. During the procedure after tightening, the lead came out from the port by pull test. The lead was reconnected again, however the lead doesn¿t fit into the connector port. A new pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).